Event description:
Event description guidant received information that this implantable transvenous defibrillation lead had increased stimulation thresholds and decreased sensing after 2 weeks of implant duration.